Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent was dislodged inside the patient. Vascular access was obtained via femoral artery. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A >=90 degree bend was noted in the lesion. Upon advancing a 4.50mm x 24mm liberté stent, it could not pass through the lesion because the stent was found out to be "misshaped" and the stent was dislodged inside the patient. The dislodged stent was retrieved successfully and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.